Event description:
It was reported that a patient underwent a c-section procedure on an unknown procedure and absorbable hemostat was used. Post-operatively the radiology identified the appearance of an abscess in the location of where the absorbable hemostat was applied. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the procedure date? This information was not provided to me. What date did the abscess occur on? A specific date was not provided -- just that it had appeared in a post-operative scan by a radiologist. Was there any medical or surgical intervention performed (product removed; re-operation; drainage; prescription medication)? If so, please specify. The clinician indicated that the product was removed via drainage. If medication was required, please clarify if it was prescription strength. This information was not provided. Can you identify the lot number of the product that was used? No, the date of this event was not provided to me so the sales rep could not reasonably identify the specific lot number as other clinicians have been using the product in the meantime. What is the most current patient status? This information was not provided to me, although the clinician did not indicate a negative patient outcome other than drainage of the reported abscess. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many days post-op was the radiological scan performed and why? Clarify what is meant by ¿that product was removed via drainage¿. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? What is the users experience w/ surgicel powder and other hemostatic agents? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, weight, bmi at the time of index procedure? The patient is a woman. 2. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? I have not seen this doctor use surgicel prophylactically, which leads me to believe it was used to address active bleeding. I was not present in the case. 3. Where was the surgicel used (on what tissue)? It was likely used on the uterine incision. 4. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative abscess? No alleged deficiency, physician did not directly correlate abscess with surgicel powder. 5. What is the users experience w/ surgicel powder and other hemostatic agents? The user used surgicel powder according to its IFU in the hysterectomy case where I was informed of product complaint. The following information was requested, but unavailable: 1. How many days post-op was the radiological testing and why was it performed? Unknown 2. Clarify what is meant by ¿that product was removed via drainage.¿ unknown. 3. What were the diagnosis and indication for the index surgical procedure? Unknown. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unknown. 5. Was there any intraoperative concurrent use of other products? Unknown. 6. How much surgicel was used during the procedure? Unknown. 7. Was the surgicel product left in place? Was the excess irrigated and removed? Unknown. 8. What were current symptoms following the index surgical procedure? Onset date? Unknown. 9. Were cultures performed? If yes, results? Unknown. 10. What is physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.